Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation in 2009, that an uromax ultra balloon catheter was used during a procedure performed in 2007, (patient gender, age and weight are unknown). According to the complainant, they were unable to inflate the balloon athough pressure was applied with an inflator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
No consequences or impact to patient - inflation difficulties. Visual examination of the device revealed a longitudinal tear approximately 3mm proximal to the proximal edge of the distal markerband extending proximally for approximately 33mm. Microscopic examination of the balloon material found no anomalies that could contribute to the complaint incident. The cause of the reported malfunction is likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.